Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a pacer equipment / pads cable failure during operational testing. It was noted that the customer replaced the pads cable in an attempt to resolve the issue but the failure remained. The customer requested that the device be returned for bench repair. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.